Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient has bilateral percept pc implants and these are connected to two ppcs with one patient controller. On the home screen of the controller, it was supposed to display l and r (the names of the stimulator on the right side and the stimulator on the left side), but it was r and r. When the patient was asked, the left side was not displayed in this state for some time. Also, the left side group was supposed to be set to b, but was switched to group a. After some further adjustments on the device, the display returned to show r and l, and the unit was confirmed to be working properly after that. It is possible that the group was switched by mistake by the patient, but the rr display on the patient controller and the subsequent returning to normal for some reason was confirmed by hospital staff, who have no idea what the cause was. Additional information was received from the manufacturer representative (rep) that it is believed the data was manipulated by a physician using a ct9000 in an outpatient setting. Hospital records show the patient was returned to group b on (B)(6)2028. Group b was originally set. The patient doesn't have ability to change the group with a patient hand set. During operation, the left-right display turned to right-right and the left ins could not be connected. The doctor and rep speculate that an unintended group change, from group a to group a, may have occurred to the left percept. The oldest group change event in the diagnostic data (event logs) will always have an old group. This occurs even if the active group prior to the group change event was a group other than group a. So the change from a to a is not correct, but the sw defaults it to a since it doesn't have enough information to tell what the previous group actually was. The data has likely been overwritten. The json file didn't show the patient making the change to the group setting. The system defaulted to a because it didn't have eno ugh information to tell what group it was in previously. The data storage for the previous group was wiped out, thus it defaulted back to a. The change from group a to group a is not necessarily correct.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the settings issue was not determined. The controller works normally, however, it will be replaced in the future for just in case. The device returned to normal operation after several operations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.